Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad up and down arrow buttons were delayed in response to user presses. The reporter noticed this change in response 1 month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed on 25-jul-2019 with the following findings: on investigation, all keypad buttons demonstrated normal response without any damage or contamination of the button contacts. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.